Event description:
This notification was opened for review for information received that a transformer of a dreamstation auto CPAP began smoking and the smell went through the hose and mask. No death and/or serious harm or injury was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.